Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file found (B)(4) similar report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported a kink in the sheath. The following information was provided by the user facility: when the locator was being inserted in the insertion sheath, resistance was felt. When the insertion sheath was checked, a kink was observed in the tip of the sheath. The device was not used and manual compression was then applied to achieve hemostasis. There was no health damage to the patient. The estimated blood loss was less than 250 cc.